Event description:
Medtronic received information that 7 years and 9 months post implant of this 23mm aortic bioprosthetic valve, it was reported that the patient was admitted to the hospital for endocarditis infection. The organism cultured was e. Faecalis. The patient was administered antibiotics. Subsequently, 4 days later, the patient returned to the emergency department (ed) with monocular left eye vision, a new occlusion of left internal carotid artery (ica), and evidence of atrial flutter. Medication was administered. Then, 2 months later, the patient as admitted to the ed for chest pain. A computerized tomography (CT) scan discovered prolapse or flail of the right coronary cusp of the aortic valve, which also led to severe aortic regurgitation and aortic stenosis. Subsequently, on december 26, 2025, the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.